Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Returned device had biological residue lodged in the jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use, use in more than one procedure or exposure to solid biological fragments. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the device needle pulled off while suturing the vaginal cuff closed and the needle was retained in the patient. The patient was taken for x-ray as required as the needle remained within the vaginal cuff. The physician confirmed that the needle was not removed once located. The patient was discharged with no further action taken.